Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was grossly loose and noted a large proximal tibial defect. He noted a femoral component was removed after disrupting the interface with osteotomes. The surgeon indicated the patella tracked centrally so was retained. The patient was implanted with a competitor system and competitor bone cement, there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2019. (Rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 8163564. Device history review ==> a previous device history record (DHR) review (B)(4) revealed no non-conformances against the reported lot number (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.